Event description:
It was reported that during follow-up, fluoroscopy revealed externalized conductors. The lead will remain implanted and patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.